Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event on (B)(6) 2014. While at school, patient had a low alert and attempted to increase blood glucose levels with a snack. The school nurse was contacted because blood glucose levels continued to decrease and patient started to exhibit hypoglycemic behavior. School nurse called paramedics and the paramedics took the patient to the hospital. Patient recovered at the hospital after being treated with glucagon. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient was feeling fine.

Manufacturer narrative:
(B)(4).